Manufacturer narrative:
The complaint is not confirmed. Refer to the attached vendor evaluation for further details.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device had an erratic behavior, like fluctuating, no additional information was provided. This was discovered during use with no impact to the patient.